Manufacturer narrative:
Complaint no.: (B)(4). No samples were returned for evaluation. The batch review could not be performed as there was no lot number provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have the administration port broken off. The issue was discovered before to the patient infusion. This report documents no patient involvement or adverse events. No additional information is available.